Event description:
It was reported that the device was at elective replacement indicator (eri). The device was explanted and replaced. The actual device was not received for evaluation; however, performance data was collected and the results were out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Elective replacement indicator (eri) due to high battery impedance was logged on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2010.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data was collected from the device and analyzed. Elective replacement indicator (eri) due to high battery impedance was logged on (B)(4) 2011 prior to explant. Ramware version 8 was installed on (B)(4) 2010.

Event description:
It was reported that the device was at elective replacement indicator (eri). The device was explanted and replaced. The actual device was not received for evaluation; however, performance data was collected and the results were out of specification. It was further reported that the device reached eri prematurely. No patient complications have been reported as a result of this event.